Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, low lead impedance and high threshold were observed. During the revision, lead appeared dislodged. Physician elected to explant and replaced the lead. The patient was in stable condition.